Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4512 lead, implanted: (B)(6) 1985. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead measured undefined impedance. Lead trend observed a single spike. Impedances were stable before and after the spike occurrence. The lead remains in use. No patient complications have been reported as a result of this event.